Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they were unable to move the plunger back and forth and that it got stuck after moving it to the end. The casing for the plunger release had a broken screw mount inside. The upper casing separated from the bottom casing. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken top housing at the right corner and a cracked plunger case. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to damage. As a result, the plunger assembly kit was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.